Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high impedance measurements. A chest x-ray was taken and revealed that the lead was not fully inserted into the header of the device. A revision procedure was performed. Upon opening of the pocket, it was found that the lead had fallen out of the can. The rv lead was reattached to header with good measurements. Both the rv lead and ICD remain in service and no additional adverse patient effects were reported. It was also noted that the patient had been lost to follow up for a year prior to this interrogation.